Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker dependent patient presented at the emergency room feeling unwell. Upon interrogation of the device, intermittent capture and far p-wave oversensing were observed on real-time egm. Programming changes were made. The patient was feeling well and recovering after the event.